Event description:
It was reported that a diagnostic anomaly was observed on the device regarding the pacing measurements in the ventricles. Requested device image for further review. No further information available at this time. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.